Manufacturer narrative:
Date rec'd by MFR: 28may2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Resistance measurements were taken, and the returned part failed resistance specifications. Fault was found on this returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit has touch screen failure. The customer reported there was no patient involvement. Event date not specified, estimate used.